Event description:
It was reported that during a da vinci si cholecystectomy procedure ,insulation was folded on the tube of a crocodile grasper instrument which would not come out of a trocar. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. There was folded insulation on the maintube about an inch away from the clevis. No pieces broken off. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.